Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms that the tip of the driver is twisted. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. As part of previous investigation, communication was sent to the field with advice about how to use the drivers correctly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the driver twisted. A solid driver was utilized to complete the procedure. There were no patient consequences as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.